Manufacturer narrative:
Updated fields: h2, h6, and h11. Additional information: the corresponding author confirmed that no da vinci device malfunction occurred. However, the customer encountered unspecified intra-operative challenges that contributed to the bladder injury. Additionally, the author indicated that the patient did not require prolonged hospitalization or additional interventions.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. Section d: due to the lack of specific information regarding the da vinci xi system associated with the adverse event, a generic system material number was used. Section h10: related manufacturer report number for the a serious event (patient 2) reported in the same article. Citation: nagata, c., yanazume, s., kobayashi, y., fukuda, m., mizuno, m., togami, s., & kobayashi, h. (2025). Intraoperative cystoscopy for urinary tract complications during robotic gynecological hysterectomy surgery. Journal of robotic surgery, 19, 246. Https://doi.org/10.1007/s11701-025-02407-0.

Event description:
A review of an article that evaluated the effectiveness of routine intraoperative cystoscopy in detecting urinary tract complications during robotic gynecological surgeries was performed. The study analyzed 403 patients undergoing routine intraoperative cystoscopy between february of 2017 and april of 2024. The article described a bladder injury in (patient 1), who was diagnosed with cervical cancer, figo stage 1b1, during routine intraoperative cystoscopy after robotic radical trachelectomy combined with bilateral salpingo-oophorectomy (bso) and sentinel navigation surgery (snns). Cystoscopy revealed a bulge of the bladder mucosa, probably due to bladder muscle layer injury near the left vesicoureteral transition area. This finding required immediate surgical intervention, and the bladder muscle layer along with the serosal layer were repaired using absorbable sutures. The repair was completed successfully, and the patient experienced an uneventful postoperative recovery. No device malfunctions were reported, and the authors did not report any events caused by any isi device. Attempts to obtain additional information regarding the reported have been unsuccessful.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Section h10: related manufacturer report number for the a serious event reported in the same article.